Event description:
In 03/2001, the facility's nurse specialist informed the MFR's representative of the following: when the device was removed a defect was observed in the device septum. May have been cored out.